Event description:
It was reported that at follow-up a decrease in impedance and low sensing thresholds with an increase in capture threshold were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to a partial lead returned measuring 12 cm from the connector pin.